Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, anomalous impedance values were observed on the right ventricular lead. Noise resulting in pacing inhibition was also noted in addition to a loss of capture. Device reprograming was performed and acceptable electrical values were observed in the unipolar configuration.